Manufacturer narrative:
(B)(4). The sample is not available for evaluation. Should additional relevant information become available, a follow up MDR will be sent. The date of surgical repair was in (B)(6) 2013

Manufacturer narrative:
(B)(4). Review of service history revealed no failures/problems that were the same as, or similar to, the current difficulty and there was no indication that the parts replaced during servicing caused or contributed to the reported difficulty. Review of the device service history revealed no issues that could have caused or contributed to the reported difficulty.

Event description:
This is a report of a home patient (hp), who was diagnosed with a hernia. On an unknown date, the hp had hernia surgery, in order to repair the hernia. The patient was recovering from the hernia surgery. The hernia was pre-existing, but worsened with peritoneal dialysis therapy.